Event description:
The pt reportedly experienced sound quality issues and intermittencies followed by loss of lock between the external equipment and the cochlear implant. External equipment was exchanged. Programming changes were made. However, the reported problem was not resolved. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.